Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display and the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. Visual inspection confirmed that there was moisture in the display lens. There was no damage found to the battery compartment or returned battery cap. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap was able to be fully secured to the pump. During testing, the pump powered on with audio tones functional; however, the display and vibratory features were not functioning. A leak test was performed and a display lens leak was found. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.